Manufacturer narrative:
The blade subject to this investigation was returned for evaluation. It was visually confirmed that one of the blade teeth was broken from the blade. The returned blade was measured where possible and all critical specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to the event. The root cause is undetermined.

Event description:
It was reported that during a surgical procedure, one tooth broke from the cutting end of the blade. It was also reported that the surgery was completed using an alternative device.